Event description:
Boston scientific received information that when this patient reconnected her communicator into a power source and pushed the heart button, there were two red blinking collecting waves. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific sales representative stated the patient was brought into the clinic and there were no adverse patient effects noted. Additional details regarding the specifics of the clinical observations could not be obtained. This product issue will be updated if additional information is received.